Manufacturer narrative:
Add'l info: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that pt had inadequate pain coverage. The scs system was not used for over a year. The ipg was unable to communicate with the pt programmer and the charger. No further info is available at this time.